Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device recorded false episodes of asystole which were attributed to loss of electrode contact on the day of implant. The device remains in use, and no patient complications have been reported as a result of this event.